Event description:
A report was received that the patient initially complained of right back pain around the battery site radiating around the abdomen. Lidocaine cream was prescribed. On follow-up, the patient complained of right flank pain around the battery site. It showed on physical exam that the battery was cool, dry, and intact. However, the battery site was tender to touch and there was mild swelling around the flank that was also tender to touch. It was suspected that the migrated lead could also be causing the discomfort. Assessment note showed cellulitis and abscess of the trunk. The patient was placed on oral keflex antibiotics, was recommended to return to ID, and will undergo lead revision/replacement and battery revision procedures.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Manufacturer narrative:
Additional information was received that the patient was reprogrammed and was relieved of the sharp pain. There will be no further course of action. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient initially complained of right back pain around the battery site radiating around the abdomen. Lidocaine cream was prescribed. On follow-up, the patient complained of right flank pain around the battery site. It showed on physical exam that the battery was cool, dry, and intact. However, the battery site was tender to touch and there was mild swelling around the flank that was also tender to touch. It was suspected that the migrated lead could also be causing the discomfort. Assessment note showed cellulitis and abscess of the trunk. The patient was placed on oral keflex antibiotics, was recommended to return to ID, and will undergo lead revision/replacement and battery revision procedures.

Event description:
A report was received that the patient initially complained of right back pain around the battery site radiating around the abdomen. Lidocaine cream was prescribed. On follow-up, the patient complained of right flank pain around the battery site. It showed on physical exam that the battery was cool, dry, and intact. However, the battery site was tender to touch and there was mild swelling around the flank that was also tender to touch. It was suspected that the migrated lead could also be causing the discomfort. Assessment note showed cellulitis and abscess of the trunk. The patient was placed on oral keflex antibiotics, was recommended to return to ID, and will undergo lead revision/replacement and battery revision procedures.

Manufacturer narrative:
Additional information was received that the patient¿s history of infection after the initial scs implant was at the battery site. The patient was prescribed antibiotic by an infectious disease physician. It was unknown if the infection was device or procedure related. It was also reported that the problem has been resolved.